Event description:
The distributor contacted dexcom to report a permanent out of range signal.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
The distributor contacted dexcom to report that the consumer experienced intermittent out of range. The consumer did not report any medical intervention or injuries.